Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, and prime tests. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not verified due to erased history file. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 10.0mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.